Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 32 mg/dl at 3:00 am, 109 mg/dl at 3:05 am, and 44 mg/dl at 3:07 pm when testing was performed on the advantage system. Reporter stated the customer was experiencing hypoglycemic symptoms of being "hungry" and self treated with "sugar water". No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.